Event description:
Same case as MFR ID # 2134265-2014-07964. It was reported that during an angioplasty procedure, tip detachment and entrapment occurred. The target lesion was located below the knee (btk). Following successful angioplasty in the superficial femoral artery (sfa), the physician attempted a second angioplasty btk with the same rubicon catheter. The rubicon was loaded onto a v18 wire and then tried to insert it into the sheath, but the rubicon catheter was not advance. Several attempts to move the device; however it was noted that the purple tip was detached from the catheter and stuck on the wire. The detached tip section was located on the wire outside of the patient. The procedure was completed with another rubicon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a rubicon 18 device. There was contrast and blood in the lumen. The inner diameter (ID) at the hub, distal tip, and one (1) of the separated ends were measured to be within specification. The shaft was detached 1.5mm proximal of the distal tip. Majority of the distal end of the shaft was slightly stretched near the separation with pulled material at the separation. The detached portion of the distal shaft was stretched, twisted, and had pulled material on the end of the separation. Microscopic examination presented that the tip was attached to the shaft. The distal tip was damaged. The v18 guidewire used in the procedure was not returned for product analysis so a new .018¿ thruway guidewire was used for functional testing. Functional testing was performed by inserting the guidewire through the rubicon device. Resistance was encountered with the guidewire due to the stretched shaft and when it reached detached shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-07964. It was reported that during an angioplasty procedure, tip detachment and entrapment occurred. The target lesion was located below the knee (btk). Following successful angioplasty in the superficial femoral artery (sfa), the physician attempted a second angioplasty btk with the same rubicon catheter. The rubicon was loaded onto a v18 wire and then tried to insert it into the sheath, but the rubicon catheter was not advance. Several attempts to move the device; however it was noted that the purple tip was detached from the catheter and stuck on the wire. The detached tip section was located on the wire outside of the patient. The procedure was completed with another rubicon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).